Event description:
Customer reported issues with the insulin pump. Customer states that there is a button error and a no delivery alarm. Customer states that the physical damage to the insulin pump is crack on the bottom right of the screen. The blood glucose reading is 400 mg/dl. The insulin pump will be replaced. Nothing further reported.